Event description:
A report was received that the patient will undergo a pocket revision for unknown reason.

Event description:
A report was received that the patient will undergo a pocket revision for unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg).

Manufacturer narrative:
Additional information was received that the reason for the pocket revision was due to the ipg becoming more superficial and was uncomfortable. The patient underwent a pocket revision wherein the ipg was relocated. The patient was doing well after the procedure.